Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loose terminal pin connection was exhibited between the implantable cardioverter defibrillator (ICD) and leads. The patient notified their health care provider and their health care provider confirmed these findings. A revision procedure is scheduled. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that a revision procedure took place. During the revision procedure it was found the issue was not a loose pin, but that the ICD was not sutured down and secured during the previous operation. In addition, it was also noted that the right atrial (ra) and right ventricular (rv) leads were intertwined with one another. This system was repositioned and remains in service. No additional adverse patient effects were reported.